Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of ¿no image¿ was not reproduced during evaluation. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an ultrasonic gastrovideoscope, there was no image when the scope was plugged in. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (no image when the scope was plugged in) was not confirmed. However, the image was intermittent due to fluid invasion, and had shadow/excessive consecutive elements that were broken. Additional evaluation findings were as follows: there was a sharp/deep dent in the probe unit, the light guide lens had an unevenness to the seal, there was corrosion in the control body, scope connector, and the ultrasound connector, and the up/down control knob plays loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.